Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On june 19, 2008, the lay pt's mother contacted lifescan (lfs) alleging that the pt's one touch ultra 2 meter read high with control solution. The complaint was classified based on the info the mother provided to the customer care advocate (cca) since the medical affairs specialist was unable to contact the mother by phone. The mother said the pt is in "the honeymoon phase" of type I diabetes and is sensitive to insulin. She said the pt had been receiving "a lot" of readings in the 200 mg/dl range before going to camp and currently, while at camp. The mother changed the pt's humalog insulin carb ratio from 75 carbs/unit of insulin to 50 carbs/unit of insulin based on the meter readings. The mother said the daughter has had more low blood glucose episodes since she changed the carbs/insulin ratio. She said the daughter had a blood glucose reading of 45 mg/dl during the night of the day before; she did not clarify what meter was used to test the pt at this time. She also described the pt's symptom as being hungry. She denied that the pt received medical intervention; however, self-treatment info or assistance from the camp nurse were not confirmed. The mother told the cca the pt's higher readings started after she purchased the reported test strips, two weeks ago. The cca and customer service supervisor confirmed that the reported test strips were illegally relabeled/repackaged one touch ultra test strips. The mother said, she obtained failed control solution test results of 276, 256, and 208 mg/dl using these test strips. The cca sent overnight replacement test strips to the mother and the mother said, she would immediately contact the camp nurse regarding the situation. The complaint is reported because the pt allegedly experienced more low blood sugar episodes after her insulin was increased due to elevated readings on the lfs product.